Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump was not able to start the rewind process. Customer stated that the act button was pressed and there were only blank display and no option for rewound. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.